Event description:
After a left heart cath via the right femoral artery, angioseal deployment to right femoral artery was attempted by cv tech. It was evident that device did not deploy properly as evident by brisk arterial bleeding at puncture site. Also noted distal pulses that were present prior to this were now absent. The surgical consult called and pt to or for right femoral endarectomy and vein patch angioplasty. There was a fragment of the device within the right femoral artery. Patient had been on coumadin that was discontinued due to subdural hematoma from fall prior to admission.follow up reveals: the tech was trained by the director of the cath lab and they are qualified to certify the staff members. There was no obvious defect with the device that was evident before or after its deployment. The device was not placed properly.